Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Subsequently, a temporary pacemaker was placed due to the patient being dependent on therapy. The old device was explanted, and a new pulse generator was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted no abnormalities. The device could not be interrogated. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short resulted in the clinically observed safety mode.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Subsequently, a temporary pacemaker was placed due to the patient being dependent on therapy. The old device was explanted, and a new pulse generator was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Subsequently, a temporary pacemaker was placed due to the patient being dependent on therapy. The old device was explanted, and a new pulse generator was implanted successfully. No additional adverse patient effects were reported.